Manufacturer narrative:
Based on the claim against the product by the customer noting instrument popped out, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one of the instruments popped out of the patient. The customer stated they were doing a gynecology case and the instrument popped out of the patient, the camera turned sideways, and the surgeon was unable to regain control. The instrument was in universal surgical manipulator (usm) 2 on the patient side cart (psc). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found a 282 error on usm 2. The customer stated there were no faults or error messages on the screen when the issue happened. The customer stated the surgeon took out all instruments, reinstalled the instruments and the camera and continued to work. The surgeon stated this happened within thirty seconds towards the beginning the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.